Event description:
Boston scientific received information that the device was beeping. A boston scientific company representative performed troubleshooting and ruled out environmental noise or other sources of tones. The beeping pattern was observed to be inconsistent with the normal beeping pattern of the device. The company representative referred the patient to the physician. Further investigation was done and it was found out that the device was already explanted after the device declared elective replacement time (ert) and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.